Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The femoral canal had a bone bridge distal to old stem, while trying to ream it out, we broke the tip off the drill bit. All pieces retrieved, extended the surgical procedure.